Manufacturer narrative:
Device evaluated by manufacturer: the stent delivery system was returned for analysis. A visual examination of the crimped stent found stent struts on the distal end of the crimped stent was distorted and lifted upwards from the stent profile. The type of distal damage evident would suggest that the crimped stent may have encountered resistance & subsequent damage during advancement attempts. White fibrous material entangled in stent struts was evident throughout the length of the stent. These white fibrous strands may be as a result of the device being cleaned down prior to shipping back of the complaint device. The bumper tip of the device showed signs of damage to the distal edge of the tip. This type of damage is consistent with resistance being encountered on advancement of the stent delivery catheter. The balloon cones profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The balloon inflated and deflated successfully. A solidified fluid that resembles blood was evident on the outer surface of the balloon wall. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issues with the shaft polymer extrusion profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was further reported that the 100% stenosed chronic totally occluded lesion was located in the severely tortuous and mildly calcified unspecified target lesion. It was reported that following the advancement of a non-bsc guide catheter, the complaint device was advanced towards the lesion. During advancement of the device, the physician encountered resistance at the guide segment of the guide catheter and was unable to advanced further.

Event description:
It was reported that stent damage occurred. A 38 x 3.00mm promus premier¿ drug eluting stent was selected for use to treat the lesion. When the device was unpacked, the physician noted that the stent was lifted. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device is a combination product. (B)(4).